Event description:
The customer reported the evis exera iii video system center fails to display image on the endosoft. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that image was obtained on the cv-190 however; no image was captured on the endosoft. Tac instructed the customer to change the settings on the device and to connect the printer directly to the cv-190. Afterwards, image was captured on the endosoft. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the endosoft device and not the subject/olympus device. Olympus will continue to monitor field performance for this device.